Event description:
It was reported that a malfunction alarm occurred. At the time of the call with tandem technical support, customer did not have an alternate method of insulin therapy. Customer declined further troubleshooting. Customer¿s blood glucose level was 153 mg/dl.